Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. Caller stated that the customer had a heart attack on (B)(6) 2014. Caller stated that the customer was taken to the emergency room and passed away on (B)(6) 2014. Caller stated that the insulin pump was removed at the emergency room. Nothing further was reported.